Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a motor error alarm. The customer tried rewinding the device each time and the motor error kept occurring. The customer's blood glucose level was 46 mg/dl. The customer treated with juice. The caller was able to rewind the device. The caller was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarm. Cleared the user settings and programmed the pump with the current time and date. Monitored for three days and no unexpected check settings alarm occurred. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked reservoir tube lip.